Event description:
It was reported that when the ventilator was used in nava (neurally adjusted ventilatory assist) mode, the patient bit the ng (nasogastric) tube into two pieces. The hospital was able to pull out the remaining part of the ng tube from the patient without issue. The final outcome of the patient was no harm reported. The ng tube used is mounted with electrode rings which should be placed in the stomach. It is used during nava ventilation to detect the patient's breathing activity and synchronize ventilation treatment with the patient's own breathing. (B)(4).

Manufacturer narrative:
No investigation has been performed of the edi catheter. The edi catheter was kept by the hospital for their complaint process. The received information stated that the edi catheter was placed orally, and that the patient did bite the edi catheter into two pieces. The hospital was able to pull the remaining part of the edi catheter out of the patient without issue. No patient injury was reported. Our conclusion is, that the reported event not is attributed to a product failure. It is an unintentional event/failure related to the user/patient.

Event description:
(B)(4).